Event description:
Allergic reaction /body rejecting the filler/reaction/left and right cheeks swelling, eyes were puff/lips looked swollen [hypersensitivity] possible infection from body rejecting the filler [dermal filler site infection] rha 4 in mid cheek [off label use] case narrative: united states report received from a health care professional via company representative on 17-jun-2024 and refers to a 43-year-old hispanic or latino female patient who has received rha 4 on (B)(6) 2024 for an unknown indication. The patient¿s medical history included an allergy to nsaids and no noted allergy to lidocaine or hylenex (hyaluronidase). A volume of 1 (unknown units) of rha 4 was applied in the mid cheek via needle technique. Lot# 102326fl0, expiration date: 06-mar-2025. It was unknown if a cannula was used for the administration. Concomitant medications included xeomin (botulinum toxin type a), administered on (B)(6) 2024 for an unknown indication. On (B)(6) 2024, the patient experienced an allergic reaction possibly turning into an infection due to the body rejecting the filler. This was the patient¿s first-ever treatment with filler. The patient was admitted to the hospital on the same day due to the patient's left and right cheeks swelling. Her left cheek was ten times worse than her right cheek. Additionally, her eyes were puff and her lips looked swollen. A cat scan was performed, and the results showed fluid. On an unknown date in jun-2024, the emergency department prescribed oral antibiotics and steroids. On (B)(6) 2024, the patient was discharged from the hospital. On 15-jun-2024, an ultrasound was performed to provide guidance for the use of hylenex (hyaluronidase). Subsequently, the patient was treated with hylenex (hyaluronidase) which exacerbated the swelling/issue. On (B)(6) 2024, the patient was readmitted to the hospital. In the emergency department, the infectious disease service was consulted. A pic line was inserted, and the patient was administered IV antibiotics. A cat scan was performed again, and the results still indicated fluid. On an unknown date in (B)(6) 2024, the patient was discharged from the hospital. At the time of the report, the outcome of the events was resolving. The patient was planning to return to the injector on (B)(6) 2024, for the dissolution of the product. It was unknown if the product was available for return. The seriousness of the events was not reported by the reporter. However, per the company the events of allergic reaction and dermal filler site infection were assessed as serious due to the patient's hospitalization. Health effect: clinical code: e0402, hypersensitivity/allergic reaction. Health effect: clinical code: e1906, unspecified infection. Health effect ¿ device code: a2304, off label use. This case is linked with mcn#: us-rev-2024-000356 (same reporter). No additional information was received at the time of report. Company comment: a causal relationship between the rha 4 and reported allergic reaction and injection site infection is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.